Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) bab tough strips 20s USA 381370044086 8137004408usa 8137004408usa. Lot # is not available. UDI # (B)(4). Upc = (01)381370044086. Expiration date= na. Lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without the lot number. (B)(4). This is 3 of 4 med-watches being submitted as same patient were involved in this event for same product but different lot numbers or unknown lot numbers. See medwatch 8041154-2020-00021; 8041154-2020-00022; 8041154-2020-00024. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with bab tough strips. The consumer used the products on (B)(6) 2020 for a cut on her chest and after wearing the bandages for several minutes, her skin started itching. She removed the product immediately. The next day she had an inflamed, itchy rash from wear the adhesive touched her skin. After a few days she had to see a dermatologist because the rash would go away. The health care professional prescribed a triamcinolone acetonide cream that has to be used three times. The consumer is still experiencing the symptoms of red rectangle rash, itchy, and inflamed skin. This is 3 of 4 med-watches being submitted as same patient were involved in this event for same product but different lot numbers or unknown lot numbers. See medwatch 8041154-2020-00021; 8041154-2020-00022; 8041154-2020-00024. The same patient is represented in each medwatch.